Manufacturer narrative:
Only the battery pack was returned for investigation. The customer report that the pc units generate a system error/battery discharged alarm without any prior low battery or very low battery warnings was confirmed. Physical inspection of the battery pack assembly. Showed no anomalies. The battery log analysis identified on the day of the customer¿s low battery testing, ((B)(6) 2018), the system was in a low battery capacity state. There was no recorded evidence of a 16 hour charge of the battery after the low battery capacity warnings. The battery discharged (lb3) was recorded at 2:27:56pm with no capacity value recorded. The last recorded battery low capacity alarm event noted the battery capacity was at 2091 milli-ah. Test results: charging the received battery for 16 hours was performed in its ¿as-received¿ state; however this action did not resolve the missed battery alarm issue. Performing the fast battery conditioning process resulted in a capacity value at 3974 milli-ah; this value obtained per the service bulletin 592a indicates either performing the manual conditioning method or replace the battery. The manual conditioning was performed that produced a battery capacity value at 2886 milli-ah; the acceptable range is 2700 ¿ 4500 milli-ah. With the battery fully charged and the battery capacity updated correctly the battery met the published battery run time and accordingly alarmed through all phases of low battery detection as the design intended. The root cause for this returned battery having missed low battery warnings during testing by the customer is being attributed to an inadequately charged battery that was in a low capacity state along with an improperly established battery capacity.

Event description:
The customer reported that the pc units generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.